Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient.(B)(4).

Event description:
Treatment of an aneurysm. It was reported that the distal section of the pipeline was slowly opened during deployment.no patient injury reported.